Manufacturer narrative:
The evaluation conclusion code on this report has been corrected.

Event description:
It was reported that the patient was seen in the emergency room where the device was noted to be at elective replacement indicator (eri). The patient was admitted and scheduled for device replacement. The physician also elected to replace the right ventricular (rv) lead due to rising thresholds. Upon interrogation of the device at the replacement procedure the device was not at eri. The representative was able to reprogram the pacing mode and lower rate. Technical review revealed the device inappropriately triggered a measurement lock-up eri. This issue does not impact battery longevity and does not require device explant. The device was explanted and the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4965-25 lead implanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.